Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The specific part number for this complaint is unknown. However, part numbers 95-6103, 95-6104, 95-6105, and 95-6106 were provided as possible parts for this complaint. Because the part and lot numbers are unknown, the device history records could not be reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that screw heads broke or stripped during multiple procedures. It is stated, "per case, at least 3/4 screw damaged." No delay in the procedures over 30 minutes occurred. More information was requested and has yet to be received.